Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was hospitalized. Blood glucose at the time of admission was 571 mg/dl; treated with manual injections. Customer stated that the insulin pump was put in a bag at the hospital and it was still pumping insulin and it got exposed to moisture. Customer stated that the insulin pump was alarming and it could not be cleared. Button error alarm is present in the alarm history at or around the time that the device was exposed to moisture. Nothing further reported.